Event description:
It is reported that when the nexgen stem implant was opened by scrub nurse, the stem and screw were separated, not contained in the foam sleeve or the plastic bag. Stem and screw were lying onto of the foam sleeve. The devices were implanted into the pt.

Manufacturer narrative:
Evaluation summary: the poly bag that the product was wrapped in was changed to a shorter bag. It is possible that the shorter bag was responsible for the product escaping containment due to the fact that there was less bag to wrap around the product. Device history records indicate device manufacturer to specification.